Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-apr-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00298 and 3008114965-2024-00299. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile detachment handle was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The slider was easily translated when activated, and audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. The proximal end of a cerepak coil delivery system was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance, and the proximal end of the cerepak coil delivery was noted to travel 20 mm. The issue reported regarding the failure to detach the embolic coil with the mechanical detacher could not be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00298 and 3008114965-2024-00299. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a posterior communicating artery (pcom) aneurysm, the physician was employing the stent/coil technique. A stenting microcatheter (unspecified bran) was placed distal to the aneurysm. A coil microcatheter, excelsior® xt-17¿ microcatheter (stryker) was placed into the aneurysm. The stent was successfully deployed jailing the xt-17 microcatheter. A 4mm x 10cm cerepak freeform xtrasoft coil was placed into the aneurysm and detached successfully via a detachment handle. A 3mm x 6cm cerepak freeform mini (mcr093060 / 31162595) was introduced into the aneurysm and after proper alignment of the detachment markers were noted, a handle detachment was performed. Visualization of the proximal pull wire was noted to have approximately doubled in length after the detachment attempt. It was confirmed via fluoroscopy that the coil was not detached. A second handle (mdh1 / lot# unknown) was performed with similar results. The physician then performed manual break detachment which also did not detach the coil. The coil was effectively removed. There was no report of any negative patient impact. It was reported that the procedure was successfully completed. On 11-mar-2024, additional information was received. Per the information, the stent used was an lvis¿ blue (microvention). The microcatheter used to deploy the stent was a headway® 21 microcatheter (microvention). The 3mm x 6cm cerepak freeform mini (mcr093060) was detached using the same handle that was used on the 4mm x 10 cm cerepak xtrasoft; the information indicated that there was no second detachment handle used. When the 3mm x 6cm cerepak freeform mini was removed, it was still attached to the delivery system. The physician replaced the 3mm x 6cm cerepak freeform mini with competitor coil to complete the case using the same xt-17 microcatheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient age, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00298 and 3008114965-2024-00299. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.